Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was beeping, alarming off no power, and shutting off. Customer's blood glucose level was 120 mg/dl. The infusion set had a bent cannula. She wanted to know why the insulin pump did not alarm no delivery. The insulin pump did not let the customer know she was not receiving insulin. The device was not returned.